Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced ineffective stimulation. X-rays revealed no lead migration since implant, and the patient does not recall any falls or physical trauma. Reprogramming attempts have been unsuccessful. As a result, the patient may be awaiting surgical intervention.

Event description:
Follow up information identified the physician explanted the lead and implanted two new leads. Postoperatively, effective therapy was restored.